Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An impact admiral drug-eluting balloon pta catheter, for a lower left angioplasty procedure, balloon burst occurred at nominal pressure (8atm). Physician removed the balloon catheter from the patient with no adverse effects. No patient injury was reported.